Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed. During deployment, the valve was placed deep at about 6 millimeter¿s (mm) on the non-coronary cusp (ncc). The valve was recaptured 1 time. At the time of release, the valve was believed to be tilted as it was -2 mm on the ncc and -10 mm on the left coronary cusp (lcc). The valve subsequently dislodged into the left ventricle. Left bundle branch block (lbbb) was observed after the deep valve implant. Temporary pacing was placed and a permanent pacemaker was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.